Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9. Date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the poly screw driver shft x20 had a deformed groove on the shaft. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the poly screw driver shft x20 was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test could not be performed as the mating retention sleeve was not returned. The reported complaint condition of the screwdriver shaft not being able to assemble with the retention sleeve could not be confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the poly screw driver shft x20 was observed to have a groove in the deformed condition. While no definitive root cause could be determined from the available information, it is probable that the concerned groove of the poly screw driver shft x20 was deformed due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for poly screw driver shft x20 was conducted identifying that lot number pc4946911 was released in one batch. Batch1: lot qty of (B)(4) units were released on 25 feb 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior cervical fixation the nurse tried to assemble the screwdriver but as the top indentation was deformed, it was not possible to slide the retention sleeve over the driver shaft. Also, upon loosening a correctly tightened side connector, the final tightener driver twisted and the tip sheared off. The surgeon managed to retrieve the broken part. Procedure was completed successfully with the second final tightener on the set. This report is for one (1) poly screw driver shft x20. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.